Event description:
It was reported that the stent length was insufficient to treat the target lesion, and an additional stent had to be used. An eluvia 6x80, 130 cm was selected for use in the superficial femoral artery (sfa) for the endovascular therapy procedure. The mildly tortuous target lesion was predilated prior to stent placement. The target lesion was reportedly severely calcified and 99 percent stenosed. The lesion was accessed via an ipsilateral anterograde approach. The procedure was advanced with a strategy of full coverage of the sfa with eluvia. Two eluvia 6x120 stents were placed, starting from the distal portion of the sfa. The bifurcation of the sfa with the deep femoral artery was determined, the length was measured so as not to cover the deep femoral artery, and the indwelling site of the final stent was adjusted. However, when trying to place the final eluvia 6x80, 130 cm near the entrance to the sfa for full coverage of the target lesion, the eluvia only deployed to approximately 60 mm, and the sfa was not fully covered. As a result, an additional eluvia 6x40, 135cm was deployed to adequately treat the target lesion. The procedure was completed. There were no additionally reported adverse consequences to the patient.